Event description:
The event occurred in USA during treatment. It was reported that a loud grinding noise was noted on day 60 of the run. Rpm were around 3500 the previous days. The noise was noted on (B)(6) 2026 at 7pm. The rpms were at 3500-3800 when the noise was noted. The noise did not alleviate when rpms were descreased. Delta pressure was in the 30-40. There was no major hemodynamic change when the flow was turned up or down. The hls set was replaced. Following patient data was shared: female with 54kg. No harm to any person has been reported. As the hls set was replaced during treatment, a report is required. Complaint ID (B)(4). Additional information was received on 2026-06-08 that the set was seated correctly and there was full contact between pump head and cardiohelp. Re-seating of the set was not tried due to elevated concern for patients' poor tolerance of any amount of clamped circuit time. The patient is profoundly dependent on ECMO and does not tolerate changes in therapy. There was no visible damage on the hls set. The set was primed on (B)(6) 2026 and connected to the patient on (B)(6) 2026. The noise occurred on (B)(6) at 09:00. This was day 60 of the circuit. The noise volume increased with rpm increased and decreased with rpm decreased. No concomitant medical devices were used. The hls set was replaced and the patient developed profound hematuria and required 2u rbc transfusions. As the hls set was replaced during treatment, a report is required. The patient was on systemic anticoagulation. Started with heparin and later on transitioned to bivalirudin. Anticoagulation infucison was throughout duration of vv-ECMO. The anticoagulation is used by a protocol driven anticoagulation management. The clot was located at the outlet side. Further information was received on (B)(6) 2026 that the patient is alive and remains on vv-ECMO treatment. The customer stated that the timing of the pump head noise, which sounded like the impeller hitting the housing) and the hematuria, the customer believes that the pump head caused the hemolysis. But, nevertheless, the customer confirms there was a small thombosis at the pump head, which they noted post hls set replacement, which could also have influenced the patient condition. The blood transfusion were received after the hls set replacement and the customer cannot objectively discern what quantity of the blood loss was related to hematuria versus the hls set replacement. The customer declines to provide any detailed patient information, other than general. Following was provided: adult, female with 56kg. New information was received on (B)(6) 2026 that the set was primed on (B)(6) 2026. The set met all parameters for normal/expected function. ECMO was required as the patient condition was ards. No medications, infusions or blood products were administered via the extracorporeal circuit. Further up and down titration of the prm demonstrated the noise increased or decreased depending on the rpm. With higher rpm the noise increased. A follow-up medwatch will be submitted when additional information becomes available.